Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and sensor glucose value was 44 mg/dl at the time of the event. Suspend on low limit in sensor settings was at 70 mg/dl. The customer was advised that the average sensor glucose and blood glucose differences should remain under 20% over the life of the sensor. Customer¿s other relevant blood glucose level was 176 mg/dl. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location, non optimal insertion, taping and timing of blood glucose entries. The sensor will not be returned for analysis.